Manufacturer narrative:
The technician found the screw in the hex rod had fallen out. The technician replaced the screw in the brake hex rod to resolve this issue.

Event description:
The account alleged that the brakes were not holding. No pt impact.